Manufacturer narrative:
The reported issue was confirmed. The root cause could be: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. A device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was having cooling issues and would like to send it in for investigation and service. Per sample evaluation results received on 24feb2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the scratch on the top left control panel screen, however, this does not effect the function of the control panel. It was also noted that the replaced cca ac card, power inlet module and tank tubing.

Event description:
It was reported that the biomed had an arctic sun device that was having cooling issues and would like to send it in for investigation and service. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively . The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the scratch on the top left control panel screen, however, this does not effect the function of the control panel. It was also noted that the replaced cca ac card, power inlet module and tank tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.